Manufacturer narrative:
Unique identifier: (B)(4). Ge healthcare service issued a proposal for diagnosis and repair. The proposal was not accepted. No further information is available regarding the resolution of the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a ventilator failure error preventing mechanical ventilation. There was no report of patient involvement.